Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a neuro interventional procedure using a 6f sheath. Reportedly, after suture deployment, several attempts were made to trim the suture; however, hemostasis was not achieved. The knot was successfully advanced but hemostasis was not achieved (more than oozing but not pulsatile). Hemostasis was achieved via manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspections and functional testing were performed on the returned device. The failure to cut could not be confirmed. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. However, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.